Event description:
Pt reported "there is a leak in my band" and "now I am slowly gaining the weight back."

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to indicate the product serial number, the date of the event, and the exact implant. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or exact implant date was given. Visual examination may determine the connector type associated with this report. The device is still currently implanted. Further info from the reporter regarding the serial number and the exact implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."